Event description:
It was reported that after a diagnostic procedure, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present. The device was removed over a guide wire and a second proglide device, but also resulted in a needle-to-cuff miss. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It was reported that the proglide device was deployed in a patient that was morbidly obese with a deep tissue tract. The instructions for use states, in the special patient populations section, that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations who are morbidly obese with a body mass index greater than 35 kg/m2 and where less than one third of the access site is above the skin line. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device is being filed under a separate medwatch manufacturer report number.